Event description:
It was reported, (B)(6) 2025 PICC placed, no issues on catheter assessment/inspection. (B)(6) 2024 notified hole in PICC. Clear lumen with 2 horizontal breaks along seam. Both with blood leaking through. PICC removed and new PICC placed. Patient and care givers adamantly deny having/using any sharp items near PICC. Caregiver/spouse reported multiple times tetranet snagged and got caught inside the clamp on something. Had to have a home health nurse visit to fix it. Patient had to return to hospital for PICC removal, new PICC placement and confirmation x-ray within 48 hours of discharge from inpatient status.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and two splits were observed in the extension leg tubing. Microscopic examination of the catheter confirmed the features of the splits were typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.